Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient's right ventricular (rv) lead was dislodged. No intervention was done. The patient status was unknown.